Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
As reported by competitor: dr. Had implanted a stryker revision cup during that case and used [competitor] 28mm head in [stryker] dual mobility construct. This also failed, as the patient was still dislocating. Dr. Explained to me that this patient suffers from ehlers-danlos syndrome, causing her to continually dislocate. He decided to revise the stryker cup to a constrained liner. [Stryker] constrained liner for the patients particular cup size required a 22.225mm head. He removed the previously implanted 28mm +3 head, and implanted to [competitor] metal head. The head was then reduced into [stryker] liner and the hip was examined through range of motion. Dr. Found the hip to be stable and began the closing process.